Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular lead exhibited noise leading to oversensing. Programming changes were performed. The patient condition was stable.

Event description:
New information received noted that the right ventricular lead was capped and replaced on 17feb2022. Patient condition was stable post-procedure.